Event description:
It was reported that a patient incident occurred during a colonoscopy with the erbe equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical unit (esu/generator) model icc 200 e/a, part number 10128-023. Argon plasma coagulation was used to treat angiodysplasia in the right colon. After the procedure, a perforation was detected in the right colon flexur wall. Surgery was then performed, which successfully addressed the issue. Note: the apc/esu system was provided by our parent company to a foreign hospital. Therefore, the aprt numbers of the equipment are different from that in the u.s.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured, and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. This complication is not atypical for the procedure. That is upon argon plasma treatment in a thin walled area (i.e. The right colon), the remaining wall was not sufficient to remain intact. No trends have been identified with this situation. Erbe USA, inc. Is not closing this file.